Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was returned.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that low, out of range high voltage lead impedance was observed during a device check. A month earlier, the patient had experienced syncope during a ventricular tachycardia episode. The lead was capped and replaced. The patient was discharged post procedure.